Event description:
User facility reports a leak in the fistula needle tubing, found shortly after initiation of treatment. Ebl > 100 cc. A new fistula needle was inserted to continue treatment. The actual complaint sample was discarded at the time of the incident. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.